Event description:
It was reported that prior to starting a davinci si surgical procedure, while using the fenestrated bipolar instrument, it was noted that the jaws were misaligned, identified during set up, not used in case. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode of misaligned jaws. The instrument's grips were not bent and the instrument's teeth mesh properly when grip were in the closed position. There was no offset located at the tips. Additional observations not reported by site were broken cable, missing crimp and damaged wire insulation. The pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was missing. The clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. One conductor wire exhibited insulation damage near the proximal pulley. A section of bare wire was exposed. No char marks were observed on the distal end components. Instrument passed electrical continuity test. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.